Manufacturer narrative:
Additional information received: information received as to the outcome of this event. The broken parts could not be retrieved and were incorporated into the filling. Treatment completed. Summary: involved product broken during use was not returned and cannot be analyzed. Nothing unusual to report was found during DHR review (batch #1790369). The unused reciproc blue files r25 8/100 25mm 025 were evaluated and were found in compliance with specifications. According to our prescriptions, we can consider that the production batch #1790369 is conforming (representative sampling). No fault was found, production meets specifications. For information, we remind the practitioner has to make sure that a straight-line access is created prior using the reciproc blue files (as mentioned in the dfu). FDA coding that was initially reported in the initial report for health effect- clinical code is being corrected from code 4580 to 3165. This is a follow up report to correct this code. FDA coding that was initially reported in the initial report for health effect- impact code is being corrected from code 4648 to 2199. This is a follow up report to correct this code.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that reciproc blue files, 6x, sterile broke during use. The outcome of this event is unknown as of this MDR. Further information requested. This is the 2nd breakage of 3.